Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces, moisture damage was found on the electronics assembly and with a severely scratched display window noted. No button error alarm during our testing. Unable to confirm failed battery test and unable to perform any tests due to buttons unresponsive. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moisture damage and failed battery test. The customer states they also received button error alarm. The customer's blood glucose level at the time of incident was 160mg/dl. The customer states the pump fell in river water. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.